Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, his vision "did not become clear" which was more noticeable after the surgery on the fellow eye (unaffected). He was given a prescription for glasses and was told his astigmatism is worse. His surgeon informed him this can happen to a small percentage of people. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2012, by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).